Manufacturer narrative:
A ge service representative performed an on site investigation. The s-ram and battery were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
Per the fse, the customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.